Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p100022/s014 the zisv6-35-125-6-120-ptx device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. The customer was asked to confirm the lot code of the complaint device. The investigation will be updated once the information has been provided. From customer testimony, there are no images of the device or packaging available. The outer foil and the inner tyvek pouches were both torn. It is not known how the box was opened. There is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the handling of the device packaging, or how the device box was opened. However, as the device was not returned for evaluation, no images were provided and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. As the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx device packaging is subject to visual inspection and functional checks to ensure device integrity. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The issue was found prior to patient contact. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Upon opening the box it was noted the packaging the product was in was torn therefore compromising the sterility of the device.